Event description:
Additional information: per the hcp the event was due to "poor timing of refill interval; patient just needed refill". Patient outcome was noted as no injury.

Event description:
It was reported that patient was an inpatient admission at a hospital for another diagnosis, and needed baclofen pump refill. Pump interrogation showed patient had baclofen 4,000mcg/ml set at a daily dose of 2,400mcg/day and 0.0ml reservoir volume. Per healthcare provider (hcp) was not exhibiting signs of baclofen withdrawal/ related side effects of compounded/off label drug. As of the date of this report it was stated that the hospital carried only lioresal 2000mcg/ml, so the hcp performed 2, 10ml reservoir rinses with pf saline and filled pump with 2,000mcg/ml concentration and performed a bridge bolus. As of (B)(6) 2012, hcp stated that the patient was watched diligently for side effects and symptoms of baclofen withdrawal and had none. Patient was on oral baclofen. It was now stated that the pump was filled with pf saline and set to minimum rate until patient could go back and see the managing physician in a few weeks. Per calculations it was noted that there was still 4000mcg/ml in the pump tubing and catheter and that the saline would not be through the entire system for 79.5 days based on a tdv of 0.477ml. Hcp was to communicate this to patient's managing physician. It was indicated that the pump had been dry for 10 days since (B)(6) 2012 and alarming due to zero reservoir volume, confirmed by telemetry. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.